Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the subject device was leaking air from the distal end. The device was returned to an olympus service center for evaluation and the customer's complaint was confirmed. During the evaluation of the device, olympus service found that the adhesive was chipped and peeling from the distal end. This report is being submitted for the malfunction found during evaluation (adhesive chipped and peeling from the distal end). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the suggested phenomenon was due to stress of repeated use, external factors, or handling. It is recommended to the user to instruct the method of handling regarding the usage environment, etc. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 12-jan-2022. Correction: d5 - should have been healthcare professional on the initial report.